Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call, the customer had jumped to the pool and now the buttons are not working. The device was exposed to humidity. Customer's blood glucose was 30 mmol/l. Customer's father was advised the device need to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the liquid crystal display circuit board, cracked battery tube threads, a cracked case near the display window corners, cracked display window and cracked reservoir tube lip.